Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a broken belt clip. The blood glucose reading was 30 mmol/l. The caller stated that the customer had high blood glucose levels due to the insulin pump not being connected with the clip, which was causing the infusion set to be tugged from the insertion site; as a result, the infusion set had bent cannulas. The caller changed the insertion site due to the bent cannula. Advised that a replacement belt clip would be sent. Nothing further reported.